Event description:
A malfunction was reported by a customer, and it involved the pump displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur afterwards. Customer was instructed to continue using the pump.